Event description:
It was reported that there was a sharp increase in the right atrial pace impedance measurements. No capture was also seen, and the pace impedance values were high and out of range in the bipolar and unipolar configuration. An x-ray taken showed that the right atrial (ra) lead was fractured around the clavicle. The device was programmed to vvir and the patient will be seen at the clinic in three months for a review. No adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.